Event description:
It was reported that a user experienced leaking from the cartridge while attempting to prime and obtain drops during a supply change, which was resolved after replacing the cartridge and rewinding the pump. Customer care provided support that included customer education and troubleshooting, including cartridge replacement and pump rewind. Investigation of this case revealed that the issue was consistent with a leaking disposable cartridge that was corrected by replacing the component, with normal function restored after the rewind procedure. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use-related handling or a consumable issue with the cartridge.